Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two segments. Final analysis found external insulation abrasions were noted at 16.2-16.7cm and 17.6-17.8cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasions were noted at 30.0-30.5cm and 33.0-33.5cm from the reference end, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 8.9-9.1cm from the connector pin, consistent with lead friction to the ICD can. Three filars of the sensing coil were melted at this location.

Event description:
This report is to advise of an event observed during analysis.